Event description:
The recipient reportedly experienced loss of lock. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained any spacing. The no lock condition prevented some electrical tests from being performed. The device failed the residual gas analysis test. The open device internal visual inspection revealed dendritic growth on a component and cracked epoxy on the feedthru pins. The scanning electron microscopy analysis revealed cracked conductive epoxy at the feedthru pin connection on some pins. This device has moisture that exceeded the residual gas analysis test limit. The source of the problem was a feedthru hermeticity issue from one feedthru vendor. Feedthru assemblies from this vendor are no longer used. In addition, the device was received with cracked conductive epoxy joints. Corrective actions were implemented. This is the final report.

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained any spacing. The no lock condition prevented some electrical tests from being performed. This is an interim report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.